Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event, and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
This report includes device batch/lot number and manufacturing information.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a premature ventricular contractions ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The impedance readings on the ampere generator were normal when the ablation catheter was introduced into the right ventricular outflow tract (rvot). Some mapping was done but when attempting to ablate, the impedance reading was 999 ohms. Replacing the rf patch did not fix the reading. The generator was switched off, left off for a few seconds and switched it back on which resolved the issue. The impedance cut off was set to 150 ohms. The blood pressure started to drop but the physicians kept their eyes on this while continuing on with the procedure. During the first ablation, the impedance remained below 150 for roughly 20-30 seconds then began to increase to 200 ohms over the next 5-10 seconds. The generator did not cut off with this impedance change like it usually would. Delta impedance was not set; however, it is expected that the generator would cut off with such an increase. While maneuvering the catheter in the outflow tract, increased forces of 50-60 grams were noted. Three ablation lesions were done but once the systolic pressure dropped to 70 systolic and the patient reported chest pain, a transthoracic echocardiogram was done which revealed a pericardial effusion and a perforation in the rvot. A pericardiocentesis was performed and the patient was stabilized. The physician believes the perforation was related to the maneuvering of the catheter in the rvot.